Event description:
It was reported that the atrial lead exhibited high thresholds. At the last follow-up the p-waves showed 2.1 mv and pacing thresholds were at 6.25, 0.5 ms. Repositioning of the lead was not successfull and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.